Manufacturer narrative:
The received device had the cannula assembly deployed. The downloaded data returned an alarm, indicating a communication error occurred while the device was waiting for input from the pdm. Inspection of the device found no evidence that would contribute to the cannula dislodging or the communication error occurring; a root cause could not be determined. Inspection of the fluid path found a bend in the exposed portion of the soft cannula. Although this damage was observed, it cannot be determined when or how this damage occurred. A ratchet retainer pin was found to be dislodged, although the device was still able to function properly. No other defects or deficiencies were found that would result in a failure of the device to deliver insulin.

Manufacturer narrative:
The device was not returned for evaluation. The user reported the cannula was not inserted correctly into the infusion site and was bent. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Changing your pod. Chapter 3 / page 34. Warnings: check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery. Verify that there is no wetness or scent of insulin, which may indicate that the cannula has dislodged. If you observe blood in the cannula, check your blood glucose frequently to ensure that insulin delivery has not been affected. If you experience unexpectedly elevated blood glucose levels, change your pod. Checking your blood glucose. Chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that patient's bg (blood glucose) reached 508 mg/dl while wearing the pod for 4 hours. The patient's cannula did not insert completely in the arm and appeared bent, but stated he could have bent the cannula himself when taking the pod off. For treatment, he took 17 units of insulin with a syringe and then he put a new pod on.